Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded multifocal intraocular lens (iol), it was noticed that there was a crack on the optic. The lens was implanted but subsequently removed and successfully replaced with another iol during the same procedure. There were no resistance experienced during delivery, and balanced salt solution (bss) was used as the lubricant. There was no shipping or packaging damage, or breaches in the sterile barrier of the device. No foreign material was introduced into the eye. The patient outcome is unknown. No further information was provided.